Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds and impedance measurements. The lead was extracted and was successfully replaced. No additional adverse patient effects were reported.